Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose (bg) was over 600 mg/dl and customer was vomiting. A nurse assisted the customer with changing all supplies and administering a manual injection to address bg. Contact reloaded the cartridge to resolve the issue.